Event description:
Patient's mother reports pump malfunction for serial number (B)(6) (expiration 08/07/25). Mother reports that the pump has alarmed with a downstream occlusion error more than once since they have had it. Mother reports that the most recent occurrence was about 2-3 days ago. Mother reports that sometimes they are able to troubleshoot the issue and the pump will continue infusing, but it didn't work this most recent time, so they just switched the patient over to their backup pump. Troubleshooting performed per mother: they checked and did not find any kinks in the tubing and confirmed tubing was connected properly, fresh batteries were in the pump, and cassette was removed and then reinserted to see if that would reset the pump. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.